Manufacturer narrative:
We have now concluded our investigation into this complaint. No clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. A lot number was not provided in the comment, therefore a review of associated batch manufacturing records could not be carried out to identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. Without samples returned, or photos of the reported failure mode, it has not been possible to carry out a detailed root cause investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported by (B)(6) that reading on (B)(6) 2019 press article about s&n's pico device. Comment made by (B)(6) on (B)(6) 2019 saying that pico is not very good. Her friend's dad used it and suffered from flesh growing into dressing + bleeding. No more information available.